Event description:
Patient was on a drager delta xl monitor in sicu (surgical intensive care unit) and was transported to the nuclear medicine department on same monitor. Monitor shut off without warning while in nuclear medicine and would not restart. Biomed testing results: device was charged on docking station for 16 hours. It was then undocked and operated on battery using a patient simulator. It operated for 36 minutes on external battery and then switched to internal battery and operated for 4 minutes before shutting down without warning.